Manufacturer narrative:
The device implanted in this pt was not specified. Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was indicated that the pt was implanted with "pelvic mesh products"; (apogee, perigee, monarc). It was not indicated which product was implanted. It was reported that "after, and as a result of the implantation of the pelvic mesh product", the pt "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of internal bodily tissue, dyspareunia, add'l surgery and other injuries." It was indicated that the pt has also experienced "significant mental and physical pain and suffering, mesh hardening, recurring incontinence has required add'l surgery, medical treatment and has sustained permanent injury."